Event description:
It was reported that the 9600emi system experienced mixed cases on cine play-back. The cine is not working, it plays back wrong cases. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified corrupt files as the cause of the problem. Reloaded software, set configuration and prepped cin drive. The system was tested and found to be working as intended and placed back into service.